Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. The reported complaint of a dark and pinkish color was confirmed. The endoscope was found to have a cracked distal window resulting in fluid invasion and subsequent major damage to optical components. Due to extensive damage the endoscope must be scrapped. The endoscope was also found to have mechanical damage to the proximal illumination fibers. Fragments of the distal window are missing, or complete window is missing. System log review was performed. Per the review, the following was confirmed: the procedure was performed on system (B)(4) on (B)(6) 2022. No image or video was provided for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the endo scope exhibited a dark and pinkish color. The procedure was completed using a spare endoscope with no patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.